Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.